Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid noted in the neck region and in the helix housing. Testing and x-ray found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Could not confirm dislodgement. The tip and helix appear intact and undamaged.

Event description:
Boston scientific received information that during an implant, this right atrial (ra) lead exhibited placement difficulty. The lead dislodged and it was unable to re-extend the helix during reposition. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.